Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was receiving remodulin via an implantable pump for unknown indications for use. It was reported that the patient's non critical alarm went off on her implantable remodulin pump today for about a minute or two. When she stood up and walked for a minute, it stopped. Additional information received from multiple sources (manufacturer representative, healthcare provider, clinical study) indicated that the patient had a MRI on (B)(6) 2022 and was seen in the emergency department following the MRI due to concerns for pump malfunction. The pump was found to be working and they were discharged home. The pump was then reported to have been alarming. It was interrogated by pain management and everything was functioning correctly. The pump was reset and was no longer alarming. Additional information received from multiple sources (manufacturer representative, healthcare provider, clinical study) indicated that the alarm was due to a motor stall and recovery from the MRI that was performed.